Manufacturer narrative:
A product investigation was completed: hammer 700 grams (part 399.43 / lot a7xxxxx / manufacture date: prior to march 2007) was received. The device shows significant use during its minimum eight plus year lifespan. The brown handle of lot a7xxxxx is broken into multiple pieces and the hammer face has numerous dents and gouges. The damage is most likely the result of repeated and regular use over the life of the device. The design was changed and the handle was pinned perhaps to improve the retention of the handle. This complaint is most likely a result of instrument age and wear accumulated over the life of the instrument. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed with the current design. The relevant drawings for the device(s) were reviewed. The current design is adequate for its intended use and did not contribute to this complaint condition. Per the technique guide, the returned instrument(s) are used during femoral nail implantations and proper use and maintenance are addressed in technique guides. Wear over the life of the devices, as well as the old design may have been responsible for this complaint. The complaint is determined not to be a design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown. (Lot number): a partial lot number of ¿a7¿.¿ was reported by the health care facility. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusion could be drawn as the product is entering the complaint system. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the facility discovered two (2) damaged mallets during sterile processing. The handle of one (1) mallet is cracked with a portion of it missing. The shaft of the other mallet is twisted. This event did not involve a patient or delay any scheduled surgical procedures. This report is 1 of 1 for (B)(4).